Manufacturer narrative:
(B)(4) per w. Kristensen, md, henriette a. Holm, rn, claus varnum, md. Up to 10-year follow-up of the oxford medial partial knee arthroplasty ¿ 695 cases. From a single institution. The journal of arthroplasty 28 suppl. 2 (2013) 195¿198. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer as the lot numbers of the devices are unknown, DHR reviews could not be performed. Root cause could not be determined. If further information is found that would change or alter any conclusions reached, a supplemental report will be filed accordingly.

Event description:
Information received based on journal article entitled "up to 10-year follow-up of the oxford medial partial knee arthroplasty ¿ 695 cases from a single institution", by w. Kristensen, et al. (2013) abstract partial knee arthroplasty (pka) has shown obvious advantages compared to total knee arthroplasty, but survival of pka from different institutions and registries has differed. In our institution, 695 consecutive oxford medial pkas were performed from 2002 to 2011 with mean follow-up of 4.6 years. (B)(4). This complaints refers to two knee revisions due to periprosthetic fracture (page 197, table 2)